Event description:
The customer reported via phone call that she was hospitalized. The customer stated that the first event was on (B)(6) 2015. She woke up with high blood glucose and throwing up blood. Reading at the time of the 911 call was 747 mg/dl. She was taken to the hospital by the ambulance. The insulin pump was removed at the emergency room and it was found that the cannula on the infusion set was bent. She was also hospitalized on (B)(6) 2015. She went to work and felt very sick. She had changed the infusion set the day before and also that morning. She was taken to the hospital and was admitted. The cannula was not bent that time. Blood glucose value at the time of admission was 687 mg/dl. The customer explained that she went to the ER both times and treated there and a few hours later was transfer to another hospital. She also mentioned she was in the hospital on (B)(6) 2014 in diabetic coma with blood glucose over 1500 mg/dl but was not on insulin pump therapy. She declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.